Event description:
When the patient removed his hearing aid from the ear, the faceplate was taken off and a little fragment was stuck in the ear. The patient had to go to a hospital to have the piece removed. The patient had eczema in the tympanic membrane and external auditory canal. The patient was prescribed cetraxal that he needs to apply for 5 days.

Manufacturer narrative:
This is an initial report . Manufacturer has requested for the device to be returned for analysis. Follow up will be submitted upon availability of any additional information.

Manufacturer narrative:
In the follow up, the hcp reported that the patient recovered and that the hearing aid did not malfunction before as well as that it was not exposed to mechanical impact before. The device was not returned for analysis, provided picture was not of sufficiently high quality to support the investigation, while the modeling data for this device are in norm and did not show any abnormalities, therefore it was not possible to determine the exact root cause of this incident. The analysis of similar incidents showed that from (B)(6) 2023 until (B)(6) 2024 there were four simillar, but not reportable complaints worldwide for sonovaite devices. A similar hazardous situation describing ear piece breaking is already considered in the risk file. The accompanying user guide contains information about regular check and maintenance of the hearing aid including the earpieces, as well as, the information for the patient about a possibility of the ear wax detaching and remaining in the ear and the consequent actions that should be taken if this occurs. This is the final report.

Event description:
When the patient removed his hearing aid from the ear, a piece broke off and a little fragment was stuck in the ear. The patient had to go to a hospital to have the piece removed. The patient had eczema in the tympanic membrane and external auditory canal. The patient was prescribed cetraxal that he needs to be applied for 5 days.